Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the physician noted that the right ventricular (rv) lead along with the others were bundled scarred in position. The rv lead was bent within the bundle scar. The rv lead did not exhibit any electrical issues. The physician was able to successfully free the leads from each other. The patient had no adverse events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).